Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown articular surface catalog #: ni lot #: ni, unknown femoral component catalog #: ni lot #: ni. It is indicated by the complainant that the device will not be returned to zimmer biomet for investigation, as the current location of the device is unknown.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to pain, swelling and failure of the locking bar approximately fourteen (14) months following knee arthroplasty. Operative notes from the patient's revision procedure identified that the locking mechanism was found to be displaced from the tibial tray, but did not appear to be broken. A new locking bar was placed and stability was confirmed. No complications were reported during the procedure. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI # (B)(4). The product was evaluated through manufacturing review and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.